Event description:
A malfunction was reported by the customer, but no notable events occurred prior. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was assisted with resetting the pump and was informed to call back if the malfunction recurred; the issue did not recur after the reset, and the customer was able to continue using the pump.